Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# l66205, implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal via an implantable pump for intractable spasticity and multiple sclerosis. The dose and concentration were unknown. It was reported that the hcp had to keep easing up on the patient¿s dosage because the patient felt she would be more spastic and would ¿kind of bulge right after refill that would go down.¿ the patient¿s ms appeared to be getting worse, but then when they found a catheter crack/leaking issue, they were not sure if the patient¿s symptoms were preexisting ms condition-related or catheter-related. When it was time to replace the pump due to longevity on (B)(6) 2004, the hcp informed the patient that they found a crack and revised the catheter at the same time. The event date was noted to be ¿2002-2004¿. However, it was also reported that since (B)(6) 1999, the hcp had been increasing the pump medication no m ore then 1/2 mcg per session; it was very gradual due to a small crack. There were no further complications reported or anticipated.

Event description:
Additional information received reported that the steps taken to resolve the bulge, spasticity, and catheter leak/crack was that cut off cracked tebe when the pump was replaced in 2004. Per the patient the cause of the bulge, spasticity, and catheter leak/crack was fluid leaking from tubing crack. No further patient complications have been reported as a result of this event.